Event description:
Tip of drill bit broke off in right acetabulum requiring additional fluoroscopy. Ultimately, surgeon decided to leave drill bit in place because risk of removal outweighed risk of leaving in place.